Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported her insertion site for her sensor is infected. She also reported her sensor readings are inaccurate. Customer stated she has noticed bleeding when inserting in some occasions. There is redness around the sensor area and the insertion site is bigger and raised and it oozes by the fourth day. Customer wears the sensor between her bra and her waist band. The infection happens on every sensor she wears for four days. Customer follows proper insertion methods. She was advised to discuss the issue with her doctor. Customer also stated her sensor readings can be off by over a hundred points. It will say she's low when she's not. Customer stated if her blood glucose is not between 90 and 150 mg/dl, the sensor will be inaccurate. Customer's last blood glucose was 113 mg/dl. She was advised to upload to carelink. Nothing further reported.